Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device ran once the device was plugged into the console device, without the handpiece device or foot attachment device. There were no delays to the schedule surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.